Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no report of a recognition or engagement failure during this procedure on the log review. The instrument was fully functional. No product issue was identified. Additional unrelated observation(s) not reported by site: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to the clip not being able to be installed onto the grips. The probable root cause of the failed clip test could not be determined based on failure analysis results.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not work. The procedure was completed with no patient harm.